Event description:
It was reported that the patient alleged the header block has separated from the implantable cardioverter defibrillator (ICD) device. The patient refuses to come into the clinic for evaluation. No known clinical evidence has been obtained as of yet to support or reject the claim. Review of transmission data for the referenced subject showed normal operation of the ICD device with stable parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).